Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was in intensive care unit of emergency room due to high blood glucose of 1000 mg/dl and diabetic ketoacidosis on (B)(6). Customer experienced nausea and difficulty in breathing during the reported event. Customer was treated with manual injection, insulin drip and insulin pump. Customer was not able to do troubleshooting for hospitalization. Customer was not on automode during the high blood glucose event. Insulin pump will not be returned for analysis.